Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an 315 scope communication error. The event was discovered at reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of the scope connector, watertightness is not maintained due to a hole in the biopsy channel, residual fluid and foreign material come out of the forceps channel, corrosion due to water leakage is found in the control section, the curved rubber adhesive section is missing, the biopsy channel port is corroded, corrosion due to water leakage on the universal cord, corrosion due to water leakage on the scope connector, corrosion due to water leakage is found on the scope connector cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that corrosion occurred in the scope connector due to stress during use of the device. Olympus will continue to monitor field performance for this device.